Event description:
It was initially reported that the patient's stimulation was not working. A loss of therapeutic effect was noted with loss of bladder control; there was no known accident or incident related to this issue. The patient had been seen by a healthcare professional who directed the patient to contact the manufacturer's representative with questions.the patient adjusted stim; went to group 4 at 1.50. In later reporting it was noted that the patient had a couple falls since christmas; unsure if this was related to loss of therapeutic effect. The patient had tried program 3 and was currently on program 4 at setting of 2.4. The patient could not increase setting any further because stim was painful. The patient elected to change to program 1 at setting of 2.0. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3889-28, lot # v188963, implanted: (B)(6) 2009. Explanted: unknown; programmer: model # 3037, lot # njd081794n.